Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle two. The patient's ultrafiltration reading was 1230ml, which indicated that the home patient (hp) drained 1230ml more than their maximum programmed fill volume of 2000ml. No additional information is available.